Event description:
It was reported that a patient underwent a bilateral mastectomy/breast reconstruction/sentinel lymph node biopsy procedure on (B)(6) 2013 and topical skin adhesive was used on bilateral breasts and axillary incisions. The patient 's symptoms began approximately (B)(6) 2013. The patient developed a sense of some red, prickly heat rash with some hard, erythematous bumps from waistline up to the upper chest and onto the proximal arms. It was intensely pruritic. Benadryl was used both by mouth and topically. Cortisone cream was also used with limited results. The topical skin adhesive was removed on (B)(6) 2013. Erythema was noted along the tape with some small blistering lesions. Currently, the skin rash in that area is faded significantly and is almost nonexistent but the pruritus continues. The patient uses aquaphor three times daily and the symptoms are improving. Additional information was requested.

Manufacturer narrative:
It was reported that an abd pad was used to cover the topical skin adhesive. Currently, the dermatitis has resolved.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.